Manufacturer narrative:
Intuitive surgical, inc. (Isi) received one of the suction irrigator (part # 480299-06/lot # m10310914-0378) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of grip tip broken to be related to the customer reported complaint. The instrument was found to have the tip of the irrigator broken off, the broken tip was returned with the instrument. As a result, the lumen coil was sticking out. The root cause of broken instrument grips -tips is typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. Isi has requested that the 2nd suction irrigator ((part # 480299-06/lot # m10310914-0377) be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any other related complaints involving this products or this event. A review of the instrument log for the suction irrigator instrument (part number: 480299-06, lot number: m10210914) associated with this event has been performed. Per logs, two suction irrigator instruments with (part number: 480299-06, lot number: m10210914) were used during the procedure. The instrument with sequence number 0377 was used for one hour, and the instrument with sequence number 0378 was used for one hour and 15 minutes. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip of the suction irrigator broke. The customer used a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter (material manager) and obtained additional information: when the tip of the suction irrigator broke, it fell into the patient. The fragment was retrieved successfully. There was no harm to the patient. The procedure was completed as planned. Isi followed up with the surgeon and obtained additional information: the instrument was inspected prior to use with no damages noted. The surgeon was suctioning the fluid when the reported issue occurred. The broken tip was retrieved during the same procedure. No post-operative tests such as x-ray or ultrasound were performed. The surgeon did not notice any issues with instrument¿s functionality prior to breakage. The suction irrigator did not collide with any other instruments or other hard material during the surgical procedure. The surgical staff felt resistance upon removal through the cannula. The instrument¿s wrist was straightened prior to removal of the instrument. On 18-jan-2022, intuitive surgical, inc. (Isi) received user facility report #(B)(4) stating: during a robotic surgery had to open robotic suction irrigator endowrist instrument x 2. The first one opened (lot number m10210914 and ref. # 480299) ¿ the tip would not articulate as supposed to. A second robotic suction irrigator (lot number m10210914 and ref. # 480299) was opened ¿ this time the tip came off the suction irrigation device but was retrieved.¿

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the suction irrigator instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a dislodged tip at the distal end. There was no material missing. The root cause of this failure was attributed to mishandling/misuse. A review of the log shows no errors.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".